Manufacturer narrative:
The device is available for evaluation, however it has not yet been received. (B)(6).

Event description:
The device involved is a 5 anstechdorne mit belüftung und clave. The cap and the filter of the vented spike adapter fell out during the administration of chemotherapy contaminating the nurse. There was no medical or surgical intervention required. The device was changed out/replaced with no further problems encountered. There is no patient involvement, no serious injury/death and no blood loss. This captures the first of two incidents.

Manufacturer narrative:
Received one used list #o036b-5, 5 anstechdorne mit belüftung und clave® with lot #5498909 and was confirmed to have had the filter vent assembly separated from the side port of the spike. When the filter vent assembly was firmly pressed back into the side port of the spike and tested there was no leakage or propensity to separate. The probable cause of the filter vent assembly separation from the side port of the spike is an incomplete insertion during assembly. The lot history was reviewed, and no nonconformities identified that may have contributed to the reported complaint. Additional information: d9 - date returned to mfg is 5/12/2022.